Event description:
It was reported that within months of implant, there was loss of capture and no pacing seen on a telemetry strip. A chest x-ray showed that the competitor lv (left ventricular) lead may not be completely in the vein. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.